Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving appropriate shock therapy, which rescued the patient successfully. Externalized conductors were observed. Normal electrical function was noted. The patient will be monitored.